Event description:
In 2007, abbott point of care was contacted by a customer who reported that on previous day, mulitple samples from one pt repeatedly generated code 149 on the I-stat cardiac troponin I cartridge; no result was generated. On the next day at 7am, an I-stat cardiac troponin I cartridge yielded a result of <0.01 ng/ml on the same pt. The delay in obtaining results has the potential to impact pt treatment. No additional information was available from the customer at this time.